Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the cutting wire broke. A portion of the cutting wire detached from the device inside of the endoscope; no portion of the cutting wire fell into the patient. The endoscope was removed from the patient with the wire fragment inside of the working channel. A second endoscope was introduced into the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.